Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose as well as they had a reservoir leak. The customer¿s blood glucose level was 500 mg/dl. Troubleshooting was performed for reservoir leak and the leak was on the transfer guard. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis. The reservoir will be returned for the analysis.